Event description:
It was reported that a pt suffered burns to their arms after a MRI of the cervical spine. The pt had multiple blisters (5 mm to 7 mm, one of approximately 2.5 cm) seen on the lateral side of both arms. The pt was padded away from the side of the bore however pads were not used to prevent skin to skin contact. The pt was wearing a t-shirt during the scan.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once investigation results are available.